Manufacturer narrative:
A customer technical support (cts) had customer to check for loose tubing or fittings and none were found. Customer also pressed stop/home, and this did not resolve the issue. Cts had customer to perform a complete power down and reboot the instrument. Service was not dispatched for this event. Customer to monitor and to call back if problem continues. No further complaint has been filed on leaking hydro as of (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that there is no response from hydropneumatic error and they found fluid on hydro drip tray on synchron lxi 725 clinical system. No injury has been reported in connection with this event.